Manufacturer narrative:
Defective sensor to be investigated on return to manufacturer. 09-jan-2026 - follow up: device returned to manufacturer, investigation ongoing. 02-feb-2026 - final: close inspection to safe level side reveals damage on housing. Unable to replicate reported fault. Sensor reacts to fluid and lack thereof as expected. Suspect potential/accidental liquid ingress that has now dried. Root cause determined to be accidental damage causing water ingress. Device replaced.

Event description:
The safe flow remained permanently engaged and detecting fluid, even when it was not on the reservoir. No condensation/fluid or cracked housing was noted on the sensor.

Manufacturer narrative:
Defective sensor to be investated on return to manufacturer.

Event description:
The safe flow remained permanently engaged and detecting fluid, even when it was not on the reservoir. No condensation/fluid or cracked housing was noted on the sensor.

Manufacturer narrative:
Defective sensor to be investated on return to manufacturer. (B)(6) 2026 - follow up: device returned to manufacturer, investigation ongoing.

Event description:
The safe flow remained permanently engaged and detecting fluid, even when it was not on the reservoir. No condensation/fluid or cracked housing was noted on the sensor.